Manufacturer narrative:
Two years after production date.

Event description:
A nurse from the connecticut department of public health reported there was an ongoing investigation of a patient death that occurred during dialysis in a clinic. She is doing research on this case and inquired about allergic responses to the revaclear dialyzer. Additional information was requested and the nurse stated she had minimal information. She reported a female patient's health was very compromised and the patient was on her second dialysis treatment. The patient was receiving dialysis with a revaclear dialyzer, the hd equipment and other disposables were not disclosed. The nurse stated there appeared to be some element of an allergic response in the case. The date of the event is unknown and estimated in this report to be (B)(6) 2015.